Manufacturer narrative:
Investigation results: no samples were received for investigation for (B)(4), in which the customer has stated: ¿giving set was found to be leaking¿. Further details relating to the nature of the reported issue and the model/lot numbers of the affected product were not provided to aid the investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be conclusively determined in this instance as no sample was received for investigation; however, please note that prolonged use of propolipid (propofol) may weaken and eventually damage the plastic of the female luer component, and that most propofol manufacturers recommend a 12-hour set change interval during use with this drug. H3 other text : see h10.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim: patient on high dose propofol infusion. Infusion requiring changing every 6-10 hours. Infusion was changed by the night team and ran out at 11.00. New syringe prepared and added to existing infusion line. Within 20 minutes bedside nurse noticed that propofol was leaking onto the floor (small puddle of medication on the floor). Propofol stopped and new infusion/giving set prepared and changed. On examination of propofol syringe and giving set is was observed that syringe was securely attached to giving set and was not leaking at screw connector. There was a hole in the giving set on the hub where is connects to the syringe and medication squirted out of the hole under pressure. 6 hours later, the new propofol syringe/giving set was found to be leaking as well. Appropriate action taken by bedside team - propofol infusion changed and both sets of equipment kept for return to manufacturer.